Event description:
According to the reporter, during a gastric sleeve laparoscopy, the device had a tissue sticking issue. There was no tissue locked on the handpiece. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.